Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated invalid/missing atrial high rate (ahr) diagnostics. Diagnostics mismatch with under-reporting of at/af which is causing a high number of ventricular high rate episodes.

Event description:
It was reported that the implantable pulse generator (ipg) device was under reporting atrial tachycardia (at)/atrial fibrillation (af) resulting in a high number of ventricular high rate (vhr) episodes. The device diagnostics was not filtering out the vhr episodes. It was noted that at/af mode switch diagnostic data was missing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.